Manufacturer narrative:
Superdimension has received a component of the superdimension system, case recordings, for evaluation and they are under evaluation. When the evaluation is complete a follow-up report will be submitted. There were no anomalies identified during the internal review of the DHR of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Event description:
The physician was unable to complete automatic or manual registration during a superdimension enb procedure. The physician cancelled the enb procedure after the patient was already under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A component of the superdimension system; case recordings, were returned and evaluated. The evaluation resulted in an insufficient 3d tree for registration due to secretions in CT, and no problem with the system was found.